Event description:
This spontaneous case was received on (B)(6) 2014 from a physician and concerned a female patient of unknown age. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient received an injection of sculptra (poly-l-lactic acid) plla at an unknown dose for unspecified indication. The batch number and expiry date used was not reported. On a date not reported, the patient experienced serious aesthetic damages in her face, described as clear edema treated with local injections of cortisone and swelling in glabella lines, cheeks, nasolabial folds. It was reported that this case originated in 2008. The outcome of the events were not reported. No information about medical evaluation or causality assessment was provided. No further information was provided.

Manufacturer narrative:
(B)(6)2014: the events implant site oedema and implant site swelling assessed as serious and possibly related.